Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that a patient with a history of sarcoidosis was diagnosed with pseudotumor cerebri in 2000 and received several spinal taps until 2011. Reportedly, the patient was implanted with a strata nsc lp shunt on (B)(6) 2014. According to the report, the patient was experiencing bad headaches, back pain, increase in seizures and increased blood pressure. Later in (B)(6) 2014, it was reported that the peritoneal catheter of the shunt was found to have migrated out of the peritoneal cavity and revision surgery was performed to place the same catheter back into the peritoneal cavity. In 2015, specifically the months of february, march, and may, the peritoneal catheter was found to have migrated out of the peritoneal cavity, reportedly. According to the report, revision surgery was performed using the same catheter each of the three times and it was placed back into the peritoneal cavity. In (B)(6) 2015, the patient indicated that the lumbar catheter migrated out of the lumbar space and a fluid pocket has formed in the area of the shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.